Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittently the pump is delayed in responding to presses. Customer's blood glucose level was not impacted. Customer indicated they have back up manual injections to stabilize blood glucose levels.